Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys estradiol iii assay (estradiol iii). The erroneous result was reported outside of the laboratory. The initial result was 5.00 pg/ml with a data flag. This result was reported outside of the laboratory. The same sample tube was repeated and the result was 113.5 pg/ml. The repeat result was considered to be correct and was reported outside of the laboratory. No adverse event occurred. The estradiol iii reagent lot number was 145434. The expiration date was requested but not provided. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The investigation stated that the customer's centrifugation settings were too short with too much g-force. The customer's centrifugation time was 2-3 minutes at 4000 g-force. The specified centrifugation time is 10-15 minutes at 1800 g-force. The measuring cell is over 1 year old and replacement is overdue. Possible root causes for this event may be sample quality and insufficient maintenance. Additional potential root causes cannot be excluded due to missing information from the customer.